Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."

Event description:
It was reported that the customer had high blood glucose levels (400 mg/dl). Customer reportedly had some kinked infusion sets, and air bubbles in tubing. Pump passed delivery sys check. Cold insulin was used to fill cartridge.